Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) was returned for normal battery depletion. Initial analysis revealed that the ICD did not meet longevity expectations.